Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The reason for the revision reported may have been due to instability and prosthesis wear as reported. The instability may have been the result of positioning of the shoulder components or patient-related factors which may have led to prosthesis wear and subsequent metal-on-metal articulation between unintended components. The metal-on-metal articulation may have led to metallosis as reported. However, these failures and the underlying cause cannot be confirmed based on the provided information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 79 yo male patient, who had a right side shoulder implanted, underwent a revision procedure approximately 4 years 4 months post the initial procedure. The patient complained of pain. Shoulder instability and metallosis seen at the stem/humeral adapter junction reported. The humeral adapter tray was rubbing against the poly and glenosphere. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-ray images were provided. The explanted devices are not available for return. Due to recalls the hospital will not release them. A device image was provided. No further information. This is 1 of 3 reports for this event.

Manufacturer narrative:
D10: (B)(6), 300-30-08 - equinoxe preserve stem, 8mm. (B)(6), 320-15-01 - eq rev glenoid plate. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.